Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the bending rubber adhesive detachment could not be determined, however, the issue was likely the result of component failure due to repetitive use stress, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cysto-nephro videoscoope to the service center for evaluation related to a separate issue. During testing, the field service engineer identified peeled off/detached curved rubber adhesive. The adhesive replaced. There was no patient involvement, and no harm was reported as a result of the event.